Manufacturer narrative:
The referenced medium large clip applier instrument will not be returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review. A review of the system logs using the documented system number (B)(4) confirms usage of three medium-large clip applier instruments. 1st instrument with lot# n10201019 / sequence 0013 - used 8 times, 2nd with lot# n10200302 / (B)(4) - used once, 3rd with lot# n10190819 / (B)(4). The medium-large clip applier instrument is a multiple use product and records shows that none have expired. This complaint is considered a reportable event due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion which could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the user observed that the movement of the medium large clip applier instrument was "not good." Use of the instrument was discontinued. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). Review of the site¿s system logs confirmed the occurrence of informational error code 22020 on universal side manipulator (usm) arm 3, indicative of an engagement issue. The tse stated that the issue of non-intuitive movement may be due to a poorly attached sterile adapter. Further troubleshooting was performed by manually checking the instrument and confirmed that it was not stuck, as the user was able to manually move the instrument. Instrument was replaced to the backup to complete the procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and found no irregularity. The medium large clip applier instrument was inspected and found no loose cable on the distal end. The instrument will not be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the user observed that the movement of the medium large clip applier instrument was "not good." Use of the instrument was discontinued. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). Review of the site¿s system logs confirmed the occurrence of informational error code 22020 on universal side manipulator (usm) arm 3, indicative of an engagement issue. The tse stated that the issue of non-intuitive movement may be due to a poorly attached sterile adapter. Further troubleshooting was performed by manually checking the instrument and confirmed that it was not stuck, as the user was able to manually move the instrument. Instrument was replaced to the backup to complete the procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and found no irregularity. The medium large clip applier instrument was inspected and found no loose cable on the distal end. The instrument will not be returned for evaluation.

Manufacturer narrative:
The referenced medium large clip applier instrument will not be returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review. A review of the system logs using the documented system number sk1958 confirms usage of three medium-large clip applier instruments. 1st instrument with lot# n10201019 / sequence 0013 - used 8 times, 2nd with lot# n10200302 / (B)(4) - used once, 3rd with lot# n10190819 / (B)(4). The medium-large clip applier instrument is a multiple use product and records shows that none have expired. This complaint is considered a reportable event due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion which could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.